Event description:
Patient, girl in good health, got a strep infection and diagnosed with rheumatic fever. It damaged her heart valve at some extent. Pt experienced all of a sudden breathing difficulties. Dr decided to replace the heart valve with a bioprosthetic mitral valve. The heart valve was implanted in 2005. The heart valve was edwards heart valve, 6900 p, 31 mm, lot # 03e070. Pt continued having breathing difficulties after the surgery. She was admitted on and off to the hosp and for dr's visits. In 2006, pt complained about headaches and her aunt noticed several bumps on her head while combing her hair. She was feeling tired and still had difficulties breathing and her heart rate went up. The following month, pt, while eating lunch, got a paralytical attack and was admitted back to the hosp. The scan showed a blood clot in the brain, preventing blood flow. Injections to dissolve the clot became unsuccessful since several clots were blocking arteries. Dr found several clots in the brain, circulated from the heart through the malfunctioned heart valve. It was determined that the heart valve did not function properly and due to the mitral regurgitation and paravalvular leak from medial side of the valve ring, blood clots circulated and reached the brain. Infarct was evolved, causing the abrupt cut-off of mi segment of cerebral artery in both left and right brains. The following month, pt died.